Event description:
It was reported an issue with novosyn suture. The client reported that on december 9, 2025, the nurse in operating room found that there was no needle in the package and returned the product and asked the manufacturer to issue the quality inspection report and situation description. Additional information has not been received.

Manufacturer narrative:
Summary of investigation: there is a previous complaints of this code batch, regarding another issue (needle bent before use) and closed as not confirmed (no samples were received). We manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have not received any sample for analysis. Without closed and/or defective samples a proper analysis cannot be carried out. Batch manufacturing record: reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling usp/ep and b. Braun surgical specifications. Conclusion root cause analysis: it has not been possible to determine the root cause because samples have not been received. Final conclusion: without samples we are not in position to study if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done, and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.